Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded in the right cornus is a gray metallic, coiled medical device") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, gestational hypertension, caesarean section, pelvic pain, parity 4, multi gravida, dysmenorrhea and dyspareunia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3165 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, lysis of adhesions, vaginal hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: the 6.0 x 3.5 cm uterine cavity contains pink-tan, plush, focally hemorrhagic endometrium measuring up to 0.2 cm in thickness. Embedded in the right cornus is a gray metallic, coiled medical device measuring approximately 2.0 cm in length x 0.2 cm in diameter. A gross photograph is taken. The left cornus does not show a similar device. The myometrium is pink-tan and trabeculated and measures up to 2.5 cm in thickness. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received :previously reported event "medical device removal" updated to "embedded in the right cornus is a gray metallic, coiled medical device". Reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3165 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3165 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.